Event description:
Incident as reported: lap chole - "surgeon was doing a lap chole when he noticed that there was a black piece of something near the liver bed about mid way thru the procedure. He took the piece out and thought it was apart of the seal. He examined the piece but the seal was not leaking. The surgeon was able to finish the case with no issues but wanted to know what caused the issue. I spoke with the surgeon and nothing was out of the ordinary except for the issue with the piece. Please examine and let me know what you find. Please send me report before contacting the customer." Patient status: good patient and surgery was successful.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.